Event description:
While performing sterile compounding, a sterile syringe package was opened, and a hair was discovered closed into the sterile packaging. It is closed into the cap inside with the needle. The package was not fully opened, it was removed from the hood, and a complete clean was performed to clean the space from the contaminate.